Event description:
Dr. (B)(6) injected a female patient on (B)(6) 2013 with 1.5cc of radiesse. On (B)(6) 2013, additional information was obtained via medical consult with dr. (B)(6). The 1.5cc syringe was divided evenly between the nlfs. (B)(6) product trainer, (B)(6) was present at the time of the injection as this was the physician's first experience with radiesse. Dr. (B)(6) forwarded patient's photos to (B)(6). Dr. (B)(6) stated that upon injection, (B)(6) noticed immediate blanching on the right nlf. (B)(6) had dr. (B)(6) stop injecting and began immediate massage to the area. The area demonstrated full capillary refill post massage. The patient now on ((B)(6) 2013) presents with mottled skin appearance, erythema, warmth, pain, and a small excoriated area visible in the nasal alar crease when spreading apart the fold. The erythema and mottled like appearance is in the right nasolabial fold, radiating superior onto the right mid face, right nasal alar crease, and lateral right nose. The lesion in the nasal alar crease is not visible in the photo. There is a small abrasion near the patient's nasal tip. Dr. (B)(6) stated she did not know. Dr. (B)(6) differential diagnosis is vascular occlusion and it was explained that the presenting signs and symptoms were indicative of vascular occlusion. They also discussed that vascular occlusions were often misdiagnosed as a skin infection. The patient has been treated with prednisone 20mg and took ibuprofen on (B)(6) 2013 because asa was not available in the office. Supportive measures were also discussed that other hcps have found helpful in this situation including viagra and nitro paste for acute treatment, warm compresses, prednisone, asa, local wound care, head elevation, multi vitamin, and good nutritional support. It was explained that recovery can take up to six week for the skin to re-epithelialize, the outcome is normally very positive. Per (B)(6) discussion, patient's diagnosis is vascular occlusion resulting in necrosis. On (B)(6) 2013, (B)(6) spoke with dr. (B)(6) with a follow up to their on (B)(6) 2013 conversation. Dr. (B)(6) reports that the patient is healing well with just slight residual erythema and a "tiny bit" of crusting at the nasal alar crease. She reports the patient has made significant progress since the on (B)(6) 2013 conversation.

Manufacturer narrative:
Despite several attempts to obtain patient's recovery status, no additional information was received. The device history records for the reported radiesse lot were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.